Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of abdominal pain lower ('pain in lower abdomen') in an adult female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopical essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower to be unrelated to essure. The reporter commented: essure was removed at the patient's request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.4 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-apr-2020: quality-safety evaluation of ptc. We received a device sample in this case. A technical investigation was conducted and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a health professional and describes the occurrence of abdominal pain lower ('pain in lower abdomen') in an adult female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criterion medically significant). The patient was treated with surgery (essure removal laparoscopically (bilateral)). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower to be unrelated to essure. The reporter commented: essure was removed at the patient's request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.4 kg/sqm. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.